Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The product was not returned. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that, the intraocular lens (iol) had a defect, it broke into two pieces during implantation, upon removal from the cartridge. Additional information was received. There was patient contact but no patient harm. The damaged lens was replaced with another one and the procedure was completed successfully. The eye was calm, the cornea was transparent, the anterior chamber was of moderate depth, the intraocular lens (iol) was in the capsular bag and well-centered.